Event description:
It was reported that the ventilator failed internal leakage, pressure transducer, safety valve and flow transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator failed pre-use check puc and the ventilator alarms for communication error. Our field service engineer inspected the device on site and replace the inspiratory pressure transducer printed circuit board (pcb) to solve the issue. The defective part was returned for further investigation. The provided logs confirm the puc failure and the communication error at date of reported event. The technical problem (te25) described a communication error between pressure transducer pcb and the monitoring subsystem. The recommended action is to replace the inspiratory pressure transducer pcb. Simulated use testing of the returned pressure transducer passed the performed puc and could not reproduce the reported failure. No abnormal found during ventilation for 24 hours. After the ventilation, the pressure transducer passed another puc. The pressure, conveyed via the pressure tube connected to the inspiratory pressure transducer pcb, is led to and measured by the differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure. The reported issue could not be reproduced. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation. For the reason above this complaint will be closed. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-u. Corrected brand name: base unit servo-u d4 ¿ version or model # - previous version or model #: servo-u. Corrected version or model #: 6694800.